Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) interpretted a probable sinus tachycardia as ventricular tachycardia (vt) in the first zone. A therapy induced arrthymia of vt is later noted. Anti-tachycardia pacing and shocks were delivered.